Manufacturer narrative:
The reported events of failure to capture, failure to sense and helix damage were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During the initial implant procedure, the right ventricular (rv) lead was unable to sense or capture. The rv lead was repositioned several times, however, acceptable measurements were unable to be established. Helix damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.